Event description:
This unsolicited case from united states was received on 06-dec-2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient could not walk, could not bear any weight on that knee, left was painful/still hurt a little below his left knee cap, left was swollen/ had bumps on it and left leg had been swelling. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis knee pain in the left knee. On an unknown date in 2017, unknown latency of receiving the injection the patient's left knee was swollen, painful, had bumps on it (latency: unknown). Patient could not walk or bear any weight on that knee (latency: unknown). Patient had already alternated ice and heat on the knee with no relief. On (B)(6) 2017, the patient came back into the office and received a methylprednisolone (medrol) dose pack. On (B)(6) 2017, the patient had a follow up in the office. Pain from the injection had subsided but the patient reported that he did not felt as though there was an improvement in the knee function, it still hurt a little below the left knee cap and the left leg had swelling. Corrective treatment: methylprednisolone for could not walk; ice and heat, methylprednisolone dose pack for could not bear any weight on that knee, left was painful/still hurt a little below his left knee cap, left was swollen/ had bumps on it; not reported for left leg had been swelling outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: required intervention for could not walk, could not bear any weight on that knee, left was painful/still hurt a little below his left knee cap, left was swollen/ had bumps on it and device malfunction additional information was received on 06-dec-2017 and 19-dec-2017 (both the information was processed together with clock start date of 06-dec-2017). An additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 06-dec-2017: this case concerns a patient who received synvisc one injection from the recalled lot and later experienced being unable to walk, had weight bearing difficulty in knee, left knee pain, left knee swelling, and left leg swelling for which patient received medrol dose pack.based on the available information, temporal relationship can be established between the events and the suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(4) 2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient could not walk, could not bear any weight on that knee, left was painful/still hurt a little below his left knee cap, left was swollen/ had bumps on it and left leg had been swelling. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for osteoarthritis knee pain in the left knee. On an unknown date in 2017, unknown latency of receiving the injection the patient's left knee was swollen, painful, had bumps on it (latency: unknown). Patient could not walk or bear any weight on that knee (latency: unknown). Patient had already alternated ice and heat on the knee with no relief. On (B)(6) 2017, the patient came back into the office and received a methylprednisolone (medrol) dose pack. On (B)(6) 2017, the patient had a follow up in the office. Pain from the injection had subsided but the patient reported that he did not felt as though there was an improvement in the knee function, it still hurt a little below the left knee cap and the left leg had swelling. Corrective treatment: methylprednisolone for could not walk; ice and heat, methylprednisolone dose pack for could not bear any weight on that knee, left was painful/still hurt a little below his left knee cap, left was swollen/ had bumps on it; not reported for left leg had been swelling outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for could not walk, could not bear any weight on that knee, left was painful/still hurt a little below his left knee cap, left was swollen/ had bumps on it pharmacovigilance comment: sanofi company comment dated 13-dec-2017: this case concerns a patient who received synvisc one injection and later could not walk and had weight bearing difficulty in knee for which patient received medrol dose pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.